Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating and offline in remote support service. A field service engineer (fse) identified that the station was offline with a disconnect icon after its recent upgrade to v1.11. After switching the network settings from half duplex to auto, the station showed online, but the medication application continued to show disconnected symbol after it was pulled back and dialing into the station had repeatedly timed out. The fse later pulled back the operating system down from static to dynamic host configuration protocol, but the station was not synchronized properly and showed disconnect icon. The fse then attempted to perform a full synchronization, confirmed that the issue was resolved and also was able to dial in. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating. The system was in override mode, not a server issue; a possible cabling issue was suspected. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.